Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to customer's blood glucose. During troubleshooting, the pump charged and discharged normally.